Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient used to charge a couple of times a week and now patient had to charge every other day. Patient noticed it gradually over the last year or two. Reviewed charging frequency is related to usage and settings. Patient said they had not adjusted the settings or changed programming. Patient also mentioned they did not have anyone that follows it. Patient had a pain doctor that did injections a couple times a year and did not manage the device. One of their colleagues in the office was the one that did the trial but patient was pretty sure the surgeon that implanted the device was no longer around. Pt also asked about ins battery longevity. Reviewed. Redirected to healthcare provider to check the programming and charging frequency.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.